Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an agile esophageal partially covered tts stent was used in the esophagus to treat malignant stenosis during a stent placement procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, upon deploying the stent, a crack was noted on the handle and the stent could not be deployed. The stent was partially deployed when it was removed from the patient. The procedure was completed with another agile esophageal stent. There were no patient complications reported as a result of this event.